Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer's blood glucose reading was 525 mg/dl at the time of incident and was in the emergency room as a result of the high blood glucose. Troubleshooting found that the pump could not complete the rewind sequence due to the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer was not able to further troubleshoot the high blood glucose.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. No motion sensor test failure alarm was noted during testing. The pump was unable to vibrate due to moisture damage on the vibrator motor. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked lcd window and minor scratches on the lcd window.